Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.00x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal and most distal stent strut rows were damaged with stent struts flared. The undamaged crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section of shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09-jan-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 30x3mm, eccentric and the de-novo target lesion was located in the mildly tortuous, non-calcified eft circumflex coronary artery. The lesion contained >45 degree bend. A 3.00x24mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a another of the same device. No patient complications were reported and the patient's status was stable.  However, returned device analysis revealed stent damage.